Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for a total of 2 to 3 samples tested for ise indirect na, k, ci for gen.2 (sodium, potassium, chloride) on a cobas 8000 ise module (c8kise). The customer provided data for one patient sample which had erroneous results for potassium and chloride. The erroneous results were not reported outside of the laboratory. The sample was repeated and the repeat results were believed to be correct. The sample initially resulted with a potassium value of 3.9 mmol/l, which repeated as 4.5 mmol/l. The sample initially resulted with a chloride value of 83 mmol/l, which repeated as 100 mmol/l. The patient was not adversely affected. The potassium and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer replaced electrodes, tubing, and system reagents. The customer ran calibration and controls; these were all good. Precision studies were performed and these were good. The customer later called on (B)(6) 2018 stating that calibration and controls failed for the ise tests. The engineer returned and determined that the pinch valve failed. He replaced the pinch valve. He performed ise checks and these did not fail. The customer calibrated without issue. The engineer later performed cleaning of the ise system and this appeared to resolve the issue. The provided patient data showed low results in the range typical for improper pre-analytic sample handling. The investigation was unable to find a definitive root cause.